Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "unit alarms not functional." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and determined that the root cause of the condition was a defective pc board. The board was serviced and the device now meets manufacturer specifications.